Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode due to noise and oversensing on the right ventricular (rv) lead. Impedance measurements at the time of the artifact detection were high out of range resulting in a lead safety switch. Pacing inhibition was also observed. Further information was received that a lead fracture was confirmed, therefore, a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed a cracked/torn polyurethane insulation at the distal end of the terminal boot, consistent with environmental over stress . The helix was extended and there was dried blood and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 135 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, oversensing, noisy signals and pacing inhibition were likely caused by the confirmed fracture.

Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode due to noise and oversensing on the right ventricular (rv) lead. Impedance measurements at the time of the artifact detection were high out of range resulting in a lead safety switch. Pacing inhibition was also observed. Further information was received that a lead fracture was confirmed, therefore, a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been returned for analysis.

Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode due to noise and oversensing on the right ventricular (rv) lead. Impedance measurements at the time of the artifact detection were high out of range resulting in a lead safety switch. Pacing inhibition was also observed. No adverse patient effects were reported. At this time, this device system remains in service.